Event description:
It was reported that the heartstart xl + failed during software upgrade. There was no pt involvement.

Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted upon completion of the investigation.